Manufacturer narrative:
(B)(6). The serial number was unknown. Therefore, device manufacture date is unknown.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that when the motor device was plugged into two separate console devices, both consoles displayed an e5 error code. It was reported that there was a one minute delay due to the event and an identical spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report stated the serial number as unknown. It has been updated to reflect the serial number ((B)(4)) of the device. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date (mar 1, 2013) the device was manufactured. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. It was determined that the device passed all manufacturing specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.